Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/31/2015. The fse found the tubing through pinch valve vl61 was cut. The fse replaced the tubing, which replaced the leak. The fse also found that the wbc aperture #3 was not generating results. The fse replaced the preamp board, which repaired the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer at pinch valve vl61. While troubleshooting the fse found that the white blood cell (wbc) aperture #3 was not reporting results. The volume of the leak was about 15 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The printouts and raw data were requested but were not provided.